Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). According to the complainant, during unpacking, it was noted 5mm from the tip of the stent was pressed. The procedure was completed with a difference device (device and manufacture name unknown). The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). According to the complainant, during unpacking, it was noted 5mm from the tip of the stent was pressed. The procedure was completed with a difference device (device and manufacture name unknown). The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual evaluation revealed no damage on the delivery system as it was removed from the hoop assembly. The distal tip of the stent was smashed/collapsed likely due to the shipping/handling of the device. A functional evaluation was conducted by loading the stent on the delivery system to observe for any resistance/obstruction. It was found that the stent could be loaded on the guide catheter of the delivery system and the guide catheter could be exited through the distal tip of the stent with minimal obstruction/resistance. The smashed/collapsed tip did not hinder the loading of the stent on the delivery system. Based on the evaluation, the most likely root cause of 'handling damage' is selected since the smashed/deformed/collapsed stent tip was likely caused during shipping/handling of the device. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.